Event description:
Valleylab suction/coagulator used during tonsillectomy & adenoidectomy surgery. Apparently defective as equipment was hot when picked up by physician causing small burn to physician's thumb & pt's upper lip.